Manufacturer narrative:
(B)(6). The device was requested but not returned a follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: the pint pressure started to increase within one hour of support and peaked 215 mm/hg. During this time the flows decreased from 3.7 to 3.0 with no change in rpms. The patient was ultimately removed from the hls and placed on support with rotaflow and quadrox d. No clotting was observed. (B)(4).

Manufacturer narrative:
The product was visually inspected. Two (2) small clots on the blood outlet side were detected. The product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully. A DHR review was performed, there were no references found, which are indicating a nonconformance of the product in question. The cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. The most probable cause of the incident is micro clotting which is a known phenomenon. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).